Event description:
It was reported that a patient underwent an endoscopic subtotal esophagectomy procedure on (B)(6) 2012 and a drain was placed to the right of the posterior mediastinum and it was connected to a low-pressure aspirator. During the same procedure, after the incision site was closed, the patient's blood pressure dropped and the patient became anemic. The patient underwent a re-operation. The surgeon found a lot of coagulated blood in the area where the drain was placed. The bleeding was from the azygos vein. The surgeon opines that the azygos vein was injured when the stomach tube was elevated in the posterior mediastinal route. The surgeon ligated the azygos vein with suture and removed several thousand cc's of coagulated blood. Then, the surgeon made three holes in the flute area of a different drain and placed it to the right of the posterior mediastinum. The re-operation was completed successfully. The patient is still hospitalized and is recovering.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.